Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had under delivery. The customer¿s blood glucose level was 20 mmol/l at the time of the incident and the current was 14.1 mmol/l. The troubleshooting was performed for the under delivery. The customer stated that the high pressure test was performed and the insulin pump alarmed. The device will not be returned for the analysis.